Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it had reached end of life (eol). Device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.